Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported issue. The pump passed accuracy testing. While its a little low -0.3 to -1% its well within specifications. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was under infusing by -6.8% and -6.0%. There were no reported adverse events.

Manufacturer narrative:
Additional information received that the event occurred during the flow rate test and the customer tested the pump on a fluke ida - 5 machine.